Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as open sores on the back about 2 inches wide with purulent seepage. There was no alleged device malfunction contributing to the wounds. The patient¿s physician prescribed an oral antibiotic for the wound. Follow up indicated that the wounds improved.

Manufacturer narrative:
Not applicable.